Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during use, during fill 1. The home patient (hp) stated he restarted twice using different cassettes but used the same bags (this complaint). The hp could not get past it so he disconnected and did manuals. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's wife on (B)(6) 2012 she said he got it to work when he started over that night with all new supplies. She said the tsr had talked to him already about the importance of not reusing supplies. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted.